Event description:
I had lasik procedure on my eyes 12 years ago. I'm only (B)(6), I now have early onset cataracts. The eye dr mentioned it's possible the drops they use after the lasik procedure caused the cataracts to grow. My night vision is not good, my distance vision is not good. During my recent eye exam dr says I have 20/20 vision, but as I mentioned I cannot see that good, probably of cataracts. If I had cataracts at time of lasik then they were supposed to tell me and not perform procedure. Something is not right. FDA safety report ID# (B)(4).